Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified vessel the nc trek balloon dilatation catheter (bdc) met resistance and would not advance over the prowater guide wire. The nc trek was removed separately without resistance and a different device was used without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the device balloon marker and inner member were separated.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported issue of difficulty advancing over the guide wire was confirmed. Though difficulty removing the protective sheath was not reported by the site, based on the device visual and functional analysis, it appears there may have been resistance with the protective sheath during sheath removal, which may have led to the separation of the balloon marker and inner member. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent balloon separation was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.